Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. There is no more information at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. No adverse patient effects were reported. The field representative has been contacted for additional information, but unfortunately, he does not have any new information. According the medical records, the device has been explanted.